Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Caller states that the boom has play in it and so does the base. Caller states that a nurse stands on the base to even it out. (B)(6) states the bolt where the mast attaches to the base is damaged. Caller states that the nurses are putting too much weight in the lifts.